Event description:
It was reported that false episodes of vf were detected due to oversensing of noise. No hv therapy was delivered. A decrease in hv lead impedance has been observed for the past several months. Lead was capped adn replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.